Manufacturer narrative:
Name- (B)(6). Address-(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event of change 3 needles as they break in the connection spigot on unknown date. The insertion site was the abdomen and infusion set was in use for one day. There was no harm reported to the patient with this complaint.